Manufacturer narrative:
The similar events (blood leak) occurred at the same facility by using the same lot of aps-21r. The products in complaint were not available for our investigation. But, we got one product (unused) of the same lot number from the facility. After rinsing the dialyzer, a pressure test was performed; and air bubbles were not observed. 816 dialyzers of the reported lot were delivered to the 14 facilities. But, no similar complaint has been reported from other facilities. We investigated the manufacturing and quality control records, including the leak test results for the subject dialyzer lot, and no abnormalities were observed. We requested additional information from the facility. However, we have not yet received it and we received an additional purchase of the same dialyzer from the facility after the event.

Event description:
One blood leaks occurred during hemodialysis treatment. The dialyzer was at 29th reuse. The blood loss volume was unknown.